Event description:
The customer contacted baxter's technical service center regarding a check final line alarm that appeared on the homechoice (hc) display during prime. The technical service representative (tsr) had caregiver (cg) push in bag spike, give half turn, move clamp and rub line, flip bag and press go. The cg stated that the final line did not seem to be spiked all the way until tsr had cg push on it. The hc machine primed and the home patient (hp) connected and began therapy. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding final line not been spiked all the way, it was revealed that the hp did not report any loose connection or leak. The nurse confirmed that the hp did not have any injury or harm as a result of this incident on or around (B)(6) 2010. The nurse stated that the hp did not report any defects on the supplies. Per nurse, the hp discards the cassettes after therapy. The nurse stated that the hp was seen in the clinic today ((B)(6) 2010), and was doing fine and continuing therapy. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.